Event description:
Spontaneous report from (B)(6). Initial information received on 20-apr-2018 from dentist via distributor. The dentist reported that an unspecified patient (gender, age and medical history unknown) had been treated with suspected medical device ultra safety plus (batch number : # f51106aa; exp date: may-2022) for dental local anaesthesia by palatinal injection on an unknown date. On unspecified date, the needle (metal part) detached from plastic tube (glue) during a palatinal injection. No product or sample available from clinic. Causality assessment on 25-apr-2018 on initial information received on 20-apr-2018: seriousness: serious (required intervention to prevent permanent impairment/ damage (devices). Listedness/expectedness: needle issue : unexpected us/se. Product quality issue: unexpected us/se. Causality: latency - suggestive; recognized association - no; analysis - in this case, the needle detached from the syringe during injection. The device batch quality defect causality may be assessed after quality investigation but device mishandling cannot be excluded especially since no more information was provided. This report does not contain enough information to allow definitive causality assessment as the available data is limited and quality analysis results are pending. Therefore, the case report was considered as not assessable. Concluded causality who: not assessable.

Event description:
Follow-up information received on 12-jul-2018 by email from quality department. Additional information provided regarding results of investigation concluded that the reported issue was not detected during analysis and tests on the needles from this batch retained by manufacturer. No other similar complaint was received on this batch out of 20,400 needles sold. In the absence of the actual defective needle in the case reported and as no fault was detected during tests of the retained samples for this lot, the root cause of the reported problem could not be determined. File completed. Causality assessment re-evaluated on (B)(6) 2018 on additional information received on (B)(6) 2018: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices). B. Listedness/expectedness: needle issue : unexpected us/se; product quality issue: unexpected us/se. C. Causality. A) latency - suggestive. B) recognized association - no. C) analysis - in this case, the needle detached from the syringe during injection. The device batch quality defect causality was excluded after quality investigation so device mishandling remained the most probable cause. This report does not contain enough information (mainly about the dental procedure) to allow definitive causality assessment as the available data is limited. However, considering quality analysis results, the causal relationship between the device and needle issue and product quality issue was assessed as unlikely. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely. Follow-up (result of investigation): concluded causality who changed from not assessable to unlikely.

Manufacturer narrative:
No abnormality relative to this type of defect nor maintenance intervention were recorded on the inspection and manufacturing records referring to this batch. No abnormality was recorded on the affected batches of glue and cannula. Moreover the affected batches of glue and cannula were delivered to the manufacture with a certificate stating the compliance with the technical specifications. Dynamometer tests on the reserve samples from the same batch: 20 devices taken from retained samples were subjected to a pull test to check the behavior of the cannula on the plastic barrel of the device. All the values recorded during the test are higher than the minimum value defined by the iso 7885 standard "dentistry - sterile injection needles for single use" for holding of the cannula at the glue point (>22 n). Final comments from the manufacturer: the reported issue was not detected during analysis and tests on the needles from this batch retained by the manufacturer. No other similar complaint was received on this batch out of 20,400 needles sold. In the absence of the actual defective needle in the case reported and as no fault was detected during tests of the retained samples for this lot, the root cause of the reported problem could not be determined.